Event description:
It was reported the stimulation was intermittent. The patient had taken a balance class during which he twisted or caught himself which could have caused a change in the device system. The patient also had a stabbing sensation in his right foot that occurred the previous night. The device settings were manipulated but stimulation was not turned off. It was unclear if the stabbing sensation was related to the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had received assistance at the beginning, but had not needed any since. The patient did not have any concerns with his device or therapy. The patient stated that the device was great and had changed his life.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2009, programmer model 37743, serial # (B)(4).